Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the day after implant there was loss of capture with this right ventricular (rv) lead, and the patients heart rate decreased to 40 bpm. It was suspected that the lead had a micro dislodgement, however, fluoroscopy evaluation was not done to assess this. A revision procedure was performed and this rv lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.